Event description:
I have the minimed 630g system, which is the pump model directly before the 670g (the new closed-loop system rolling out presently.) I know that the model of pump that I have is extremely similar to the 670g model, which is why I feel this problem so important. When flying on an airplane, the pump cannot pressurize during take-off and landing. Like a water bottle, the pump seems to get sucked in on itself which causes a "stuck button" alert, where none of the buttons are able to be pressed on the pump (to bolus delivery, no way to turn off basal). Medtronic sent out an email about this problem the day before I flew home for (B)(6) weekend in fact and said the way to solve this problem was to remove the battery ap (to relieve the pressure inside I assume) and then simply put the cap back on. This is not a solution. As we straightened out at 10,000 feet, I removed my battery cap and then was prompted to "insert battery." As my battery had been functioning perfectly well and I had not received a "low battery" alert, I simply put my battery back in and screwed the cap back on. The problem arose when the pump decided that because my battery was not a fully charged new battery, it would not accept it anymore. So for my 4 hour flight, I sat with no way to control my insulin and no way to see what my bg was per my medtronic cgm that also runs through this battery. When I exited the plane and was able to urgently buy a new battery, my sugar was over 250. "What if had gone into dka on the plane, what if I was unknowingly hypoglycemic." There is no way to turn the basal off when you need to replace the battery. All because the pump cannot be pressurized and the so-called "solution" to this problem is to remove the battery, but the pump will not accept partially used batteries. I find it ludicrous that medtronic uses batteries to begin with considering how inconvenient a battery is and how easy it would be to all the pump to charge like phone does. But the truepoint here is that this issue basically makes it impossible to fly with this pump model and puts people in danger of serious, emergent complications during a flight, where there is no easy way to receive medical attention.